Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient who was receiving dilaudid (hydromorphone) (5 mg/ml at 0.65 mg/day) via an implantable pump. It was reported that the surgeon was having a difficult time getting spinal segment of catheter through collette. It was believed that two factors contributed to the issues: the first, the scissors he was using were not sharp enough to make a clean cut on the catheter, second, the ¿knob¿ on the collet had fallen off. There were no known environmental/external/patient factors that may have led or contributed to the issue. The surgeon opted to use a new pump segment from a separate 8780 kit. The issue was resolved. There was no further information from the healthcare provider. The patient was alive and no injury. Additional information was from a healthcare provider (hcp) via a company representative (rep) stated that inadequately sharp surgical scissors were used to trim the patient which caused the catheter frayed. The collete will be returned to medtronic for analysis as well.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6)implanted: (B)(6)2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 21-nov-2026, UDI#: (B)(4)medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Analysis identified the collet was {detached/missing} from the catheter to catheter connector. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.